Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation but evaluation is still in progress. Upon completion of evaluation of the subject part, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On 11/15/2016 it was reported to k2m, inc. That a revision surgery took place in which a backed out screw was removed. The patient reportedly had a screw back out approximately 7 months post-op. Revision surgery took place (B)(6) 2016.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. Review of x-rays showed that the screw backed out at the distal end of the construct. It was reported to manufacturer that the patient was a smoker with poor bone quality and did not fuse. The screws exhibited abrasions consistent with tifix locking technology, indicating that the screws were likely locked to the plate. Since the surgeon reportedly used the torque handle to lock all of the screws, no root cause could be determined with the information provided. Our investigation of the product and review of the manufacturing and inspection records revealed no manufacturing discrepancies or material defects, nor did it reveal any contributing information/trends.

Event description:
On 11/15/2016 it was reported to k2m, inc. That a revision surgery took place in which a backed out screw was removed. The patient reportedly had a screw back out approximately 7 months post-op. Revision surgery took place (B)(6) 2016.